Event description:
The customer reported that the system would not display an image when performing fluoroscopy. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The video controller circuit board was reseated. The system was then found to be operating as intended.